Event description:
This is an international report where the light blue main body of the mini cap transfer set was found to have some cracks after two months use. There was no disinfectant used on the set by the patient or doctor. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).the sample has been reported to be available but has not yet been received by baxter for evaluation.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed for a split and flaked clamp. The root cause in this case is unknown. The lot number is unknown; therefore a batch review cannot be performed. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product for adverse trends and will and take corrective and preventive actions, as appropriate.